Event description:
According to the reporter, the device will not operate on battery. There were no reports of any adverse affects as a result of the reported incident.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.